Manufacturer narrative:
Additional information: b5, d9, d10 (date is ni), e1, h3, h4, h6 (update codes), h11. B5: the device was filled with fluorouracil and saline solution. The expected infusion time was 48 hours; however, the infusion took 92 hours and solution was left in the device. H4: the lot was manufactured january 22-23, 2024. H11: the device was received for evaluation containing 52ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty completely during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.